Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device screen freezes after the operational check. The device will not take you to the previous screen or let you switch it off. The battery had to be removed to switch it off. The device did not respond to the control knob or any other button being pressed. There was no reported patient involvement/adverse patient impact.